Event description:
It was reported that the patient was lying on her left side and started to feel an overstimulation sensation in the rectal area that has persisted. Further information is being requested from the hcp.